Event description:
Customer reported implant torqued too much and screw broke inside so it was removed. Tooth 30. Per indicated: symptoms as a result of the event: none indicated. Surgical/medical intervention required for permanent damage: yes, implant removed. Was there a delay during the procedure: yes, implant had to be removed. Additional appointment required: no. Was the procedure completed using another implant or another device: yes.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. G4: additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-02278. Zimvie received one implant for evaluation. A visual evaluation was performed, signs of use, damage to the implant was identified. The implants collar was bent in two spots. There was bone debris on the external threads. The implant had a fractured hex from an fmt stuck inside. No other fragments were identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fractured hex was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.